Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
Device report from (B)(6) indicates that a pt experienced an infection which was "possibly related" to the norian drillable. Pt was also implanted with a 4.5 mm lcp proximal tibia plate. Pt is reportedly doing well with no infection. This report is #1 of 2 for the same event.